Event description:
It was reported that t:slim x2 pump battery would not charge and customer saw power source alert in pump history, but no low power or shutdown alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer used original charging supplies, issue resolved when pump began charging, and no further assistance was required.